Event description:
Zap became aware of a system malfunction where during a patient treatment there was a collision between the zap-x collimator wheel and the mask clips which was attached to the patient table. No patient injury occurred. Zap is reporting this event under an abundance of caution. To date zap is not aware of any instances of a collision between the system and the patient.

Manufacturer narrative:
Zap's initial investigation, determined that the system's automated retreat logic, designed to reverse course after a proximity warning, does not always effectively mitigate collision risk under a narrow set of circumstances after the gantry has traveled more than 180 degrees. This issue is compounded by a separate software defect that makes the gantry more prone to moves greater than 180 degrees.